Event description:
It was reported to boston scientific corporation spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatopography (ercp) with spyglass procedure in bile duct for the treatment of biliary stones on (B)(6) 2024. It was reported that the light source failed to turn on when the spyscope was plugged into the spy controller the procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/rescheduled procedure. Block h11 the returned spyscope ds ii was analyzed. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was not displayed. The initialization screen, which indicates that the controller is attempting to connect to the scope, did not appear. Articulation of the catheter using the steering wheels at the handle had no effect on restoring an image. The umbilicus cable was unplugged from the printed circuit board assembly (pcba) in the handle and replaced with a known good umbilicus cable. A clear, live image was displayed on the monitor. The original umbilicus was replaced and reconnected to the controller. The controller was placed into calibration mode and a live, clear image was displayed. Calibration data was no longer present on the complaint umbilicus printed circuit board assembly (pcba), which resulted in an inability for the scope to produce an image. With all the available information, boston scientific concludes the reported event was confirmed. Product analysis results indicated that calibration data was no longer present on the umbilicus pcba of the complaint device. The investigation did not identify any manufacturing or design related issue with the returned device. Therefore, it is likely that the visualization issue is caused by a random failure of the electronic memory storage that holds calibration data. Based on all gathered information, the probable cause selected is cause traced to component failure, indicating that an expected or random failure with a device component caused or contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/rescheduled procedure.

Event description:
It was reported to boston scientific corporation spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatopography (ercp) with spyglass procedure in bile duct for the treatment of biliary stones on (B)(6) 2024. It was reported that the light source failed to turn on when the spyscope was plugged into the spy controller. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.